Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The pump was unable to perform occlusion test and excessive no delivery test due to motor error alarms. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked on reservoir tube and lip, cracked battery tube threads and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 470 mg/dl. The customer stated that the motor error occurred during priming. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer also stated that she received a no delivery alarm from the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.